Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the implant was replaced with hf10 -nevro corp on (B)(6) 2018 at (B)(6) because the medtronic implant was not working or helping, it was not satisfactory. The patient reported that they still have the medtronic leads working with the hf10 device, a non-medtronic device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the implant was explanted because the stimulation was not hitting the pain area.